Manufacturer narrative:
This report is submitted on january 18, 2024.

Event description:
Per the clinic, the patient underwent an implant revision surgery (specific date not reported), due to pain following an MRI (1.5 tesla). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the initial MDR submitted on january 18, 2024 was filed inadvertently. No implant revision surgery had occurred at the time. Per the clinic, the device was explanted on (B)(6), 2024 and the patient was reimplanted during the same surgery. This report is submitted on february 16, 2024.

Manufacturer narrative:
Correction: the 'date of this report (b4)' and 'date received by manufacturer (g3)' reported in the MDR follow-up #1 submitted on february 16, 2024 is incorrect. The correct date should be (B)(6) 2024, where it was confirmed that there was no revision surgery performed at that time, not (B)(6) 2024 as previously reported. This MDR is a duplicate. The explant is being reported in the report number 6000034-2024-01100. This report is submitted on march 06, 2024.